Manufacturer narrative:
Title the comparative analysis of the treatment efficacy in patient with primary and secondary cancer of a liver with the use of rfa and mwa source hpb, volume s3, 2019 (s568-s676) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed, as reported in conference abstract literature article, reports 108 patients who had a diagnosis of colorectal cancer and liver metastases and 18 patients with the diagnosis of hepatocellular cancer who were treated by either rfa or mwa. Unknown number of patients were treated by each device. Radiofrequency ablation with the use of the device. Conference abstract states ¿rfa: the lethal outcome was in 2 observations.